Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned tool was evaluated. The conical tip was found to be flared outwards and a piece has fractured off. The cause is likely attributed to off-axis use where the tool was not centered about the k-wire, and the damage was caused as it rubbed against the k-wire during use. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and was found to contain sufficient instructions regarding device usage.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip broke off of a pedicle access tap during surgery. The tip was removed so the patient did not retain a foreign body. The procedure was completed using an alternative tap. There was no report of patient injury associated with this event.